Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were recommended but not yet implemented. The patient was stable and asymptomatic.

Event description:
Additional information received noted further instance of oversensing noise. No intervention was reported. There were no patient consequences.